Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's mother reported that they had issues with the insulin pump. The customer's mother also reported that the insulin pump was not delivering insulin. The customer's mother also reported that they received no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were off the insulin pump during hospitalization for greater than 48 hours. The customer's mother mentioned that they also had blank display. The insulin pump will not be returned for analysis.